Manufacturer narrative:
The product sample was not received for evaluation. Please be advised that without the product sample co is unable to determine the cause of the breakage. However, historical evaluation of broken drains usually determines the cause to be a nick or puncture at the break site. 11/17/98 sample was received into the wide-mouth plastic jar, inside a biohazard labeled ziplock bag. Visual examination showed that it was part of cat. No. Su130-1310 flat drain. The molded lps flat drain section showed that it was cut at approximately 5.00 inches from drain/tubing junction area. The remaining flat drain section was not received. Visual inspection revealed clear silicone tubing broke at approximately 0.50 inch from drain/tubing junction area. The remaining clear tubing section was not received. Microscopic examination revealed wavy/jagged edges at the tubing fracture site and no distortion in the adjacent tubing which indicates that the tubing was not stretched(elongated) to failure. The characteristics of the fractured area and the absence of any tubing distortion are similar to those failures which are caused by nicks or puncture by a sharp instrument.